Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke and 3/4 of the length of needle detached and was necessary to retrieve it from the buttock with endoscopic intervention. No injuries occurred to the patient. The sample is not available.